Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (MR) and thin leaflets for a Mitraclip procedure. During the procedure, first mitraclip was steered down the valve, it was noted that one of the grippers would not raise and lower. Clip was replaced. Replaced second mitraclip perforated the anterior leaflet. All steps were performed as per IFU. The final MR was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.